Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998. Product type: extension: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 3387-40, lot# l51275, implanted: (B)(6) 1998. Product type: lead: product ID 3387-40, lot# l74115, implanted: (B)(6) 1999. Product type: lead. (B)(4).

Event description:
Additional information from the healthcare provider stated there was no problem with the patient's device. It was reported the patient was last seen on (B)(6) 2012 and the healthcare provider requested that the patient follow-up in three months due to the age of the device but there had been no sign of battery drainage yet. The patient switched healthcare providers and had his device interrogated locally with another doctor. It was reported there were no abnormal impedances and the patient did not have a problem with the device but instead wanted to convert his device to a different model. It was also reported, the patient had hearing loss and there was a miscommunication. The healthcare provider spoke with the patient's wife about the conversion of the device.

Event description:
It was reported the device was "not functioning" or "working as it should." Reprogramming was completed twice within the last two years and it was stated the "therapy did not work for long and then stopped working." The patient experienced a return of symptoms. It was thought by the reporter that the device may not have worked due to high altitude. Therapy was reported to have worked at low altitude. No falls or traumas were reported in relation to this event. Therapy was reported to have not worked "all that year." It was additionally noted the patient lost hearing in their right ear that was thought to have been caused by a "virus or something." Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-01027. The patient has two systems and the reported complaint pertains to both systems.